Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), pelvic pain ('physical pain/pelvic pain/pain'), genital haemorrhage ('general abnormal bleeding'), rheumatoid arthritis ('rheumatoid arthritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding menorrhagia') in a 36-year-old female patient who had essure (batch no. B66026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling abdomen and mass. Concurrent conditions included endometrial thickening, endometrial curettage, dysfunctional uterine bleeding, endometrial hyperplasia, ovarian cyst, endometriosis, cervical myelopathy, malaise, fatigue, electrocardiogram abnormal, diarrhea, dyspepsia, gerd, abdominal pain, muscle ache, weakness, arthralgia, fibroids, adenomyosis, leiomyoma nos, nodule, back pain, nerve damage, lower abdominal pain, adhesiolysis, cervical radiculopathy, back pain and ovarian cystectomy. Concomitant products included nsaids since (B)(6) 2014, oxycodone from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain chronic"), urinary tract disorder ("urinary problems"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal comp;ications"), vulvovaginal candidiasis ("candidal vaginosis") and autoimmune disorder ("autoimmune disorder"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, methocarbamol, tramadol and surgery (hysterectomy with bilateral salpingo-oopherectomy, hysterectomy- uterus + cervix and novasure ablation dilation and curettage total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, rheumatoid arthritis, dysmenorrhoea, abdominal pain and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, vaginal infection, depression, anxiety, migraine, bacterial vaginosis, post procedural complication, vulvovaginal candidiasis and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, rheumatoid arthritis, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported (B)(6) 2014. Discrepancy noted: sd states that the patient did not undergo confirmatory test she underwent hysterosalpingogram on (B)(6) 2014 which showed bilateral fallopian tube occlusion. Plaintiff received treatment for abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems. Plaintiff received treatment for candidal vaginosis , bacterial vaginosis , migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. As per mr:radiograph demonstrated bilateral essure devices within the pelvis. The left and right fallopian tubes are occluded with an essure device, test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain. Lot number: b66026 manufacturing date: 2013-09-06 expiration date: 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding menorrhagia') in a 36-year-old female patient who had essure (batch no. B66026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling abdomen and mass. Concurrent conditions included endometrial thickening, endometrial curettage, dysfunctional uterine bleeding, endometrial hyperplasia, ovarian cyst, endometriosis, cervical myelopathy, malaise, fatigue, electrocardiogram abnormal, diarrhea, dyspepsia, gerd, abdominal pain, muscle ache, weakness, arthralgia, fibroids, adenomyosis, leiomyoma nos, nodule, back pain, nerve damage, lower abdominal pain, adhesiolysis, cervical radiculopathy, back pain and ovarian cystectomy. Concomitant products included nsaids since (B)(6) 2014, oxycodone from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, methocarbamol, tramadol and surgery (hysterectomy with bilateral salpingo-oopherectomy and novasure ablation dilation and curettage total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported (B)(6) 2014. Discrepancy noted: sd states that the patient did not undergo confirmatory test she underwent hysterosalpingogram on (B)(6) 2014 which showed bilateral fallopian tube occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: confirmed that the essure device was successfully occluded. As per mr: radiograph demonstrated bilateral essure devices within the pelvis. The left and right fallopian tubes are occluded with an essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain. Lot number: b66026. Manufacturing date: 2013-09-06. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), pelvic pain ('physical pain/pelvic pain/pain'), genital haemorrhage ('general abnormal bleeding'), rheumatoid arthritis ('rheumatoid arthritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding menorrhagia') in a 36-year-old female patient who had essure (batch no. B66026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling abdomen and mass. Concurrent conditions included endometrial thickening, endometrial curettage, dysfunctional uterine bleeding, endometrial hyperplasia, ovarian cyst, endometriosis, cervical myelopathy, malaise, fatigue, electrocardiogram abnormal, diarrhea, dyspepsia, gerd, abdominal pain, muscle ache, weakness, arthralgia, fibroids, adenomyosis, leiomyoma nos, nodule, back pain, nerve damage, lower abdominal pain, adhesiolysis, cervical radiculopathy, back pain and ovarian cystectomy. Concomitant products included nsaids since (B)(6) 2014, oxycodone from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since april 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain chronic"), urinary tract disorder ("urinary problems"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal comp;ications"), vulvovaginal candidiasis ("candidal vaginosis") and autoimmune disorder ("autoimmune disorder"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, methocarbamol, tramadol and surgery (hysterectomy with bilateral salpingo-oophorectomy, hysterectomy- uterus + cervix and novasure ablation dilation and curettage total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, rheumatoid arthritis, abdominal pain and urinary tract disorder had resolved, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, depression, anxiety, migraine, bacterial vaginosis, post procedural complication, vulvovaginal candidiasis and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, rheumatoid arthritis, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported (B)(6) 2014. Discrepancy noted: sd states that the patient did not undergo confirmatory test she underwent hysterosalpingogram on (B)(6) 2014 which showed bilateral fallopian tube occlusion. Plaintiff received treatment for abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems plaintiff received treatment for candidal vaginosis , bacterial vaginosis , migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. As per mr:radiograph demonstrated bilateral essure devices within the pelvis. The left and right fallopian tubes are occluded with an essure device, test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain. Lot number: b66026 manufacturing date: 2013-09-06 expiration date: 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: event : "bacterial vaginosis , post procedural complication , candidal vaginosis , autoimmune disorder nos " was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain'), genital haemorrhage ('general abnormal bleeding'), rheumatoid arthritis ('autoimmune diagnosed: rheumatoid arthritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding menorrhagia') in a 36-year-old female patient who had essure (batch no. B66026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling abdomen and mass. Concurrent conditions included endometrial thickening, endometrial curettage, dysfunctional uterine bleeding, endometrial hyperplasia, ovarian cyst, endometriosis, cervical myelopathy, malaise, fatigue, electrocardiogram abnormal, diarrhea, dyspepsia, gerd, abdominal pain, muscle ache, weakness, arthralgia, fibroids, adenomyosis, leiomyoma nos, nodule, back pain, nerve damage, lower abdominal pain, adhesiolysis, cervical radiculopathy, back pain and ovarian cystectomy. Concomitant products included nsaids since april 2014, oxycodone from january 2015 to december 2015 and paracetamol (acetaminophen) since april 2014. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and migraine ("migraines / headaches"). In october 2015, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain chronic") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, methocarbamol, tramadol and surgery (hysterectomy with bilateral salpingo-oophorectomy and novasure ablation dilation and curettage total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, abdominal pain and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy: date of insertion previously reported sep-2014 now it is reported (B)(6) 2014. Discrepancy noted: sd states that the patient did not undergo confirmatory test she underwent hysterosalpingogram on (B)(6) 2014 which showed bilateral fallopian tube occlusion. Plaintiff received treatment for abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. As per mr:radiograph demonstrated bilateral essure devices within the pelvis. The left and right fallopian tubes are occluded with an essure device, test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain. Lot number: b66026 manufacturing date: 2013-09-06 expiration date: 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. New events added: abdominal pain, general abnormal bleeding, rheumatoid arthritis and urinary problems. Outcome of abdominal pain, general abnormal bleeding, rheumatoid arthritis and urinary problems were added. Laboratory data was clubbed with previous results. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding menorrhagia') in a (B)(6) female patient who had essure (batch no. B66026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling abdomen and mass. Concurrent conditions included endometrial thickening, endometrial curettage, dysfunctional uterine bleeding, endometrial hyperplasia, ovarian cyst, endometriosis, cervical myelopathy, malaise, fatigue, electrocardiogram abnormal, diarrhea, dyspepsia, gerd, abdominal pain, muscle ache, weakness, arthralgia, fibroids, adenomyosis, leiomyoma nos, nodule, back pain, nerve damage, lower abdominal pain, adhesiolysis, cervical radiculopathy, back pain and ovarian cystectomy. Concomitant products included nsaids since (B)(6) 2014, oxycodone from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, methocarbamol, tramadol and surgery (hysterectomy with bilateral salpingo-oopherectomy and novasure ablation dilation and curettage total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported (B)(6) 2014. Discrepancy noted: sd states that the patient did not undergo confirmatory test she underwent hysterosalpingogram on (B)(6) 2014 which showed bilateral fallopian tube occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. As per mr: radiograph demonstrated bilateral essure devices within the pelvis. The left and right fallopian tubes are occluded with an essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received. New event abnormal bleeding (vaginal, menorrhagia), depression, anxiety, migraines / headaches, dysmenorrhea, dyspareunia, vaginal discharge, vaginal infection were added. Updated outcome of events pelvic pain from unknown to recovering / resolving. Lot number was added. Concomitant drugs & conditions were added. New reporters were added. Patient demographic was added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.